Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure was visible through the serosa suggesting a partial perforation / essure implant close"), device dislocation ("migration / malposition of essure device"), pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding menorrhagia") and ovarian cyst ("bilateral simple ovarian cyst") in a 39-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mental disorder ("psychological problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), menstrual disorder ("menstruation issues"), urinary tract infection ("infection urinary tract"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (unilateral salpingectomy - right and bilateral cystectomy), surgery (salpingectomy due to complications), surgery (ablation) and surgery (laparoscopic right and left ovarian cystectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, ovarian cyst, cystitis, menstrual disorder, urinary tract infection, mental disorder, migraine, headache, bladder disorder, nausea, vaginal discharge, weight increased, fatigue, dyspareunia, vaginal infection and urinary tract disorder outcome was unknown and the pelvic pain had resolved. The reporter considered bladder disorder, cystitis, device dislocation, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy was noted in the product explant date which reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: essure device was successfully occluded on (B)(6) 2011, hysterosalpingogram test performed which showed, unilateral occlusion (right tube occluded) (as per pfs) and the right fallopian tube appears occluded. There is some contrast adjacent to the essure device in the proximal three-quarters of the left fallopian tube. The device appears discontinuous with the proximal bead being separated from the next bead by a centimeter(as per mr) concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: pelvic pain, menorrrhagia, uterine perforation". Most recent follow-up information incorporated above includes: on 12-apr-2018: new pfs received- new events added: abnormal bleeding (vagina), abnormal bleeding (menorrhagia), bladder infection, vaginal infection, urinary tract infection, psychological or psychiatric problems, ovarian cyst, nausea, vaginal discharge, fatigue, dyspareunia, migraines, headaches, weight gain and essure was visible through the serosa suggesting a partial perforation / essure implant close were added. Lot number, new reporter, date of removal were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure was visible through the serosa suggesting a partial perforation / essure implant close"), device dislocation ("migration / malposition of essure device/migration of essure device location of device: left cornua"), pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding menorrhagia") and ovarian cyst ("bilateral simple ovarian cyst") in a 39-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and adenomyosis. On (B)(6)2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2011, the patient experienced anxiety ("severe anxiety"). In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mental disorder ("psychological problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue"). In december 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), menstrual disorder ("menstruation issues"), urinary tract infection ("infection urinary tract"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems or changes") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (unilateral salpingectomy - right and bilateral cystectomy), surgery (salpingectomy due to complications), surgery (oophorectomy , salpingectomy, bilateral cystectomy,), surgery (ablation) and surgery (laparoscopic right and left ovarian cystectomy). Essure was removed on (B)(6)2011. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, ovarian cyst, cystitis, menstrual disorder, urinary tract infection, mental disorder, migraine, headache, bladder disorder, nausea, vaginal discharge, weight increased, fatigue, dyspareunia, vaginal infection and urinary tract disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, device dislocation, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy was noted in the product explant date which reported as (B)(6)2011 and (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: essure device was successfully occluded on (B)(6)2011, hysterosalpingogram test performed which showed, unilateral occlusion (right tube occluded) (as per pfs) and the right fallopian tube appears occluded. There is some contrast adjacent to the essure device in the proximal three-quarters of the left fallopian tube. The device appears discontinuous with the proximal bead being separated from the next bead by a centimeter(as per mr) concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: pelvic pain, menorrrhagia, uterine perforation". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events anxiety and abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure was visible through the serosa suggesting a partial perforation / essure implant close'), device dislocation ('migration / malposition of essure device/migration of essure device location of device: left cornua'), pelvic pain ('severe pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal )'), menorrhagia ('abnormal bleeding menorrhagia') and ovarian cyst ('bilateral simple ovarian cyst') in a 39-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and adenomyosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and anxiety ("severe anxiety / mental anguish") and was found to have weight increased ("weight gain"). In 2011, the patient experienced mental disorder ("psychological problems") and nausea ("nausea"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), menstrual disorder ("menstruation issues"), urinary tract infection ("infection urinary tract"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal area pain") and post procedural complication ("post procedural complication"). The patient was treated with nsaids and surgery (ablation, laparoscopic right and left ovarian cystectomy, oophorectomy , salpingectomy, bilateral cystectomy,, unilateral salpingectomy - right and bilateral cystectomy and salpingectomy due to complications). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, vaginal haemorrhage, ovarian cyst, cystitis, menstrual disorder, urinary tract infection, mental disorder, migraine, headache, bladder disorder, nausea, vaginal discharge, weight increased, fatigue, dyspareunia, vaginal infection, urinary tract disorder, anxiety, abdominal pain and post procedural complication outcome was unknown and the device dislocation, pelvic pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, device dislocation, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy was noted in the product explant date which reported as (B)(6) 2011 and (B)(6) 2012. Patient received treatment for: pelvic pain, menorrhagia, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded *on (B)(6) 2011, hysterosalpingogram test performed which showed, unilateral occlusion (right tube occluded) (as per pfs) and the right fallopian tube appears occluded. There is some contrast adjacent to the essure device in the proximal three-quarters of the left fallopian tube. The device appears discontinuous with the proximal bead being separated from the next bead by a centimeter(as per mr). Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, uterine perforation". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new event post procedural complication was added. Outcome of the event device dislocation were updated from unknown to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure was visible through the serosa suggesting a partial perforation / essure implant close"), device dislocation ("migration / malposition of essure device"), pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding menorrhagia") and ovarian cyst ("bilateral simple ovarian cyst") in a 39-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mental disorder ("psychological problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), menstrual disorder ("menstruation issues"), urinary tract infection ("infection urinary tract"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (unilateral salpingectomy - right and bilateral cystectomy), surgery (salpingectomy due to complications), surgery (oophorectomy , salpingectomy, bilateral cystectomy,), surgery (ablation), surgery (ablation) and surgery (laparoscopic right and left ovarian cystectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, ovarian cyst, cystitis, menstrual disorder, urinary tract infection, mental disorder, migraine, headache, bladder disorder, nausea, vaginal discharge, weight increased, fatigue, dyspareunia, vaginal infection and urinary tract disorder outcome was unknown and the pelvic pain had resolved. The reporter considered bladder disorder, cystitis, device dislocation, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy was noted in the product explant date which reported as (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded on (B)(6) 2011, hysterosalpingogram test performed which showed, unilateral occlusion (right tube occluded) (as per pfs) and the right fallopian tube appears occluded. There is some contrast adjacent to the essure device in the proximal three-quarters of the left fallopian tube. The device appears discontinuous with the proximal bead being separated from the next bead by a centimeter(as per mr). Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: pelvic pain, menorrrhagia, uterine perforation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure was visible through the serosa suggesting a partial perforation / essure implant close'), device dislocation ('migration / malposition of essure device/migration of essure device location of device: left cornua'), pelvic pain ('severe pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal )'), menorrhagia ('abnormal bleeding menorrhagia') and ovarian cyst ('bilateral simple ovarian cyst') in a 39-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and adenomyosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and anxiety ("severe anxiety / mental anguish") and was found to have weight increased ("weight gain"). In 2011, the patient experienced mental disorder ("psychological problems") and nausea ("nausea"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), menstrual disorder ("menstruation issues"), urinary tract infection ("infection urinary tract"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal area pain") and post procedural complication ("post procedural complication"). The patient was treated with nsaids and surgery (ablation, laparoscopic right and left ovarian cystectomy, oophorectomy , salpingectomy, bilateral cystectomy,, unilateral salpingectomy - right and bilateral cystectomy and salpingectomy due to complications). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, ovarian cyst, cystitis, menstrual disorder, urinary tract infection, mental disorder, migraine, headache, bladder disorder, nausea, vaginal discharge, weight increased, fatigue, dyspareunia, vaginal infection, urinary tract disorder, anxiety, abdominal pain and post procedural complication outcome was unknown and the device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, device dislocation, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy was noted in the product explant date which reported as (B)(6) 2011 and (B)(6) 2012. Patient received treatment for: pelvic pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. *on (B)(6) 2011, hysterosalpingogram test performed which showed, unilateral occlusion (right tube occluded) (as per pfs) and the right fallopian tube appears occluded. There is some contrast adjacent to the essure device in the proximal three-quarters of the left fallopian tube. The device appears discontinuous with the proximal bead being separated from the next bead by a centimeter(as per mr). Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: pelvic pain, "menorrhagia", uterine perforation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of event abnormal bleeding changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure was visible through the serosa suggesting a partial perforation / essure implant close'), device dislocation ('migration / malposition of essure device/migration of essure device location of device: left cornua'), pelvic pain ('severe pelvic pain / pain'), vaginal haemorrhage ('abnormal bleeding (vaginal )'), menorrhagia ('abnormal bleeding menorrhagia') and ovarian cyst ('bilateral simple ovarian cyst') in a 39-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain and adenomyosis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and anxiety ("severe anxiety / mental anguish") and was found to have weight increased ("weight gain"). In 2011, the patient experienced mental disorder ("psychological problems") and nausea ("nausea"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), menstrual disorder ("menstruation issues"), urinary tract infection ("infection urinary tract"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal area pain") and post procedural complication ("post procedural complication"). The patient was treated with nsaids and surgery (ablation, laparoscopic right and left ovarian cystectomy, oophorectomy , salpingectomy, bilateral cystectomy,, unilateral salpingectomy - right and bilateral cystectomy and salpingectomy due to complications). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, ovarian cyst, cystitis, menstrual disorder, urinary tract infection, mental disorder, migraine, headache, bladder disorder, nausea, vaginal discharge, weight increased, fatigue, dyspareunia, vaginal infection, urinary tract disorder, anxiety, abdominal pain and post procedural complication outcome was unknown and the device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, device dislocation, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy was noted in the product explant date which reported as (B)(6) 2011 and (B)(6) 2012. Patient received treatment for: pelvic pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. *on (B)(6) 2011, hysterosalpingogram test performed which showed, unilateral occlusion (right tube occluded) (as per pfs) and the right fallopian tube appears occluded. There is some contrast adjacent to the essure device in the proximal three-quarters of the left fallopian tube. The device appears discontinuous with the proximal bead being separated from the next bead by a centimeter(as per mr). Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: pelvic pain, menorrrhagia, uterine perforation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy due to complications). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.